Manufacturer narrative:
Section a patient information: no additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total bhcg result. Reference range: <5 miu/ml = negative, 5.01-24.99 miu/ml = indeterminate, >25 miu/ml = positive. (B)(6)2024 ((B)(6)) 48.03 miu/ml positive, repeat <2.42 miu/ml negative on ID (B)(6). No incorrect results were reported out of the lab. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation evaluated the alinity I processing module, serial number (B)(6). Service inspected the instrument and replaced the assy, itv (rohs) part. The issue was considered resolved with the replacement of the assy, itv (rohs). The module function was verified with a control run. The instrument service history review revealed no additional tickets associated with false positive patient results after service intervention. A review of tracking and trending did not identify an increase in complaint activity for both the alinity I system and associated part assy, itv (rohs) with regards to the customer¿s issue. Device history review did not identify any non-conformances with the part associated with this complaint. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed false positive alinity I total bhcg result. Reference range: <5 miu/ml = negative, 5.01-24.99 miu/ml = indeterminate, >25 miu/ml = positive. (B)(6) 2024 (serial (B)(6) 48.03 miu/ml positive, repeat <2.42 miu/ml negative on ID (B)(6). No incorrect results were reported out of the lab. No impact to patient management was reported.